Event description:
It was reported that intermittent occlusion alarms. Customer changed the pump supplies to address the issue. Reportedly the customer is using fiasp insulin. Customer¿s blood glucose level was 288 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.